Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician prepared to use a cook memory ii double lumen extraction basket. Prior to patient contact, the user tested the device function but the basket would not open. He replaced it with another one to complete the procedure. The device was received on (B)(6) 2022. Basket was partially advanced out of the catheter and the drive wire was discovered to be separated from the handle making this a reportable incident. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Photos are included from william cook europe of the packaging of the device and the clear pouch it is being returned in (along with other devices from cook endoscopy). Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket partially advanced out of the catheter and a clear liquid inside the tubing. The handle moved freely and when manipulated the basket would not move. The handle was disassembled and it was noted that the drive wire has separated from the handle with nested of the wire noted in the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The basket was fully formed and intact, and evidence of solder was present on the handle cannula at the joint. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report of unable to open the basket was due to a separation of the device in the handle. The cause of the separation is unknown. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.